Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment and stent thrombosis occurred. A 3.00 x 38 synergy&#10244;rug-eluting stent was implanted for treatment. However, following post-dilatation with a 3.5 x 27 non-compliant balloon catheter, the stent mesh was crushed leading to intra septaper acute thrombosis. Subsequently, an urgent angiography was performed, thrombus aspiration was performed as treatment, and another stent was implanted over the implanted 3.00 x 38 synergy(tm) stent. No further patient complications were reported.